Event description:
All checks were performed to equipment, we had plenty of gas, machine was operational, laser worked for a test and then no longer was working. We switched out to a new laser fiber and everything was then operational.